Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a motor error and stuck button issue. Buttons were unresponsive. The drive support cap is slightly indented. Troubleshooting was performed and the alarm was cleared successfully and the rewind was completed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. The insulin pump will not be returned for analysis.

Event description:
Updated description: the insulin pump was returned for analysis.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit had unresponsive up and act buttons due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Reconnected j2/lcd keypad connector. Pump history download using thds was successful. However, there is motor error alarm in the history file on event date 04/06/23 12:26:01. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. In conclusion, unable to confirm motor error alarm due to unresponsive button. Unresponsive up and act buttons due to unlocked j2/lcd keypad connector confirmed. Drive support disk was inspected, and no anomaly was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.